Manufacturer narrative:
(B)(4).

Event description:
The patient reported that their device was shocking them so they stopped using it. The shocking started in 2015. The patient's pain would get bad so they would try to use their device again but the shocking would still occur. The patient was indicated for non-malignant pain and complex regional pain syndrome type I. No causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information noted that in an attempt to resolve the shocking the stimulator was turned off. The patient was asked what led to the shocking and if there was a change in their activity level or programming and their response was ¿no changes was laying bed when it happened, sitting up¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-08-07. The patient reported that the system would shock her and would continue shocking her until she ¿cut it off.¿ the patient reported that she finally turned the stimulation off last year at the beginning of the year because she couldn¿t handle it anymore. The patient reported that she was unable to get it started after turning it off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the doctor asked her to increase stimulation to a point where she could bear it but it ended up in overstimulation or shocking. Patient's weight at time of event was (B)(6) lbs. Patient also stated that she forgets a lot therefore she could not provide the exact dates. Patient currently had no upcoming appointments with the doctors. No further complications were reported/anticipated.